Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported the display is scrambled and discolored. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 15aug2019. The biomedical engineer reported that the problem was resolved by replacing the vga board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.